Event description:
Caller reports the pt tested 5.6 inr on the coaguchek s system and 4.3 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.